Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker showed nine years longevity remaining three years ago. During the recent device check, the battery longevity was at eight months remaining. Boston scientific technical services (ts) advised to save to disk the patient's data for analysis. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed nine years longevity remaining three years ago. During the recent device check, the battery longevity was at eight months remaining. Boston scientific technical services (ts) advised to save to disk the patient's data for analysis. Additional information received indicated that the device was exhibiting premature battery depletion (pbd) and the latest device check showed three months longevity remaining. Furthermore, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.